Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Sensory inspection of the device was unable to confirm the reported event. Reported unusual odor was not noticed. Root cause was unable to be determined as the reported event was not confirmed. A DHR review was not performed as it was not necessary for the investigation of the reported event.

Event description:
It was reported that upon opening the device had a bad smell. There was no additional information provided.